Event description:
Allegedly the surgeon found a rise for metal ion value in the blood at routine medical checkup. Revision surgery was performed. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-01498. This event occurred in (B)(6).